Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n312460, implanted: (B)(6) 2012, product type: accessory. Product ID 3 778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a shocking sensation. There were issues with the implant as it did not hold a charge, could not be charged, and shocked the patient. This occurred even when the implantable neurostimulator (ins) was off. The patient stated she met with a manufacturer's representative on (B)(6) 2015 who was trying to "flip the battery and get a reading" and had pain since then. It was noted the patient may be pursuing getting a new implant due to the issue. There were no traumas or falls that could have been related to the issue. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.